Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the bd vacutainer® sst¿ blood collection tube was found to have part of the device assembled incorrectly or possibly broken. The following information was provided by the initial reporter and translated to english. The customer stated: the "rubber stopper had been assembled incorrectly."

Manufacturer narrative:
Investigation summary: bd received a sample and three (3) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for improper stopper assembly was observed. The stopper appeared perpendicular in the hemogard shield. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of improper stopper assembly. Bd determined that the root cause of the indicated failure mode was attributed to a damaged piece on the manufacturing line.

Event description:
It was reported, the bd vacutainer® sst¿ blood collection tube was found to have part of the device assembled incorrectly or possibly broken. The following information was provided by the initial reporter and translated to english. The customer stated: the "rubber stopper had been assembled incorrectly."